Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degrees fahrenheit which is greater than manufacture specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the unit reflected a console rotations per minute (rpm) with a reading of 54,000 rpm which is less than manufacture specification (54,000 rpm; specified reading is 80,000 rpm), the unit reflected an instrument reading of 86,868 rpm which is less than manufacture specification (86,868 rpm; specified reading is between 79,000-81,000 rpm). The device also failed the following pre-tests: thermistor assessment and hand control assessment. It was also noted that the flex circuit potting was cracked and the motor was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not functioning correctly. During in-house engineering evaluation, it was observed that the device was overheating and had low rotations per minute. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.